Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that patient was revised due to femoral sleeve and stem loosening. Patient presents in office with pain in his thigh post revision tka for failure of ingrowth. Xray's suggest the current components are not ingrown either. Components are removed showing fibrous ingrowth of the femoral sleeve. Frozen section intraoperative is consistent with no infection being present. A thorough debridement is performed prior to new components being placed. The femur is prepared for new components and placed without delay nor patient harm noted. Since no infection was found at the time of surgery, surgeon believes that all fibrous tissue may have not been removed during the prior procedure. Additional time was taken to ensure this process at the time of this procedure. Cultures were sent to rule out any presence of infection as this type of loosening is a rare occurrence in this surgeon's vast experience with these components. Affected side: left.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.